Event description:
It was reported that the customer dropped her insulin pump and there was something loose inside, indicating internal damage. A self-test was performed and passed, however the customer was not able to perform the displacement test. Customer also stated she had had some severe low blood glucose, which, following treatment, would go high in the 500 to 600 mg/dl range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, reservoir tube lip and minor scratched display window. The drive support disk was inspected and no anomaly and no unexpected noise when walking or shaking pump noted.